Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor memorygel 375cc gel filled breast implant serial number (B)(4) , catalog number 3543757, lot number 1009716. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 375cc gel filled breast implants which the left side ruptured after implantation. Patient noticed sometime in 2005 that her left side was ruptured; was not feeling well; she saw the doctor in 2005 and doctor did not think it was an implant rupture at that time. Patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
On 4/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).